Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Literature source: takashima, m., toba, h., yamamoto, k., sakamoto, s., miyamoto, n., matsumoto, o., hebei, n., yuki, k., yoshida, m., takizawa, h., kondo, k., tankuro, a. Case study on airway stent placement for emergency airway due to advanced esophageal cancer. 44th annual conference of the japan society for respiratory endoscopy. Oral session 40-3. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Boston scientific became aware of an event involving an ultraflex esophageal ng distal release uncovered stent through the article "case study on airway stent placement for emergency airway due to advanced esophageal cancer" by dr. Mika takashima, et al. According to the literature, an ultraflex esophageal ng distal release uncovered stent was implanted in the left main bronchus to treat a respiratory tract stenosis due to advanced esophageal cancer during a stent placement procedure performed between 2019 and 2020. On an unknown date, 1300 days after stent placement, it was noted that the stent gradually moved to the central side of the bronchus. Reportedly, pneumonia was observed due to stubborn cough and sputum discharged difficulty. The stent was removed from the patient. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
Boston scientific became aware of an event involving an ultraflex esophageal ng distal release uncovered stent through the article "case study on airway stent placement for emergency airway due to advanced esophageal cancer" by dr. Mika takashima, et al. According to the literature, an ultraflex esophageal ng distal release uncovered stent was implanted in the left main bronchus to treat a respiratory tract stenosis due to advanced esophageal cancer during a stent placement procedure performed between 2019 and 2020. On an unknown date, 1300 days after stent placement, it was noted that the stent gradually moved to the central side of the bronchus. Reportedly, pneumonia was observed due to stubborn cough and sputum discharged difficulty. The stent was removed from the patient. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. **additional information received on march 18, 2022** an ultraflex tracheobronchial stent was implanted.

Manufacturer narrative:
Blocks b5, d1, d2, d4 (model number, catalog number, UDI) and g4 (premarket/ 510(k)#) have been updated with additional information received on march 18, 2022. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. Block g2: literature source: takashima, m., toba, h., yamamoto, k., sakamoto, s., miyamoto, n., matsumoto, o., hebei, n., yuki, k., yoshida, m., takizawa, h., kondo, k., tankuro, a. Case study on airway stent placement for emergency airway due to advanced esophageal cancer. 44th annual conference of the japan society for respiratory endoscopy. Oral session 40-3. Block h6: patient code e0733 captures the reportable patient issue of pneumonia. Medical device problem code a010402 captures the reportable event of stent migration. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.